Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture, hematoma evacuation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a caucasian female patient underwent a breast augmentation procedure with textured saline mcghan/allergan implants in 1994. In 2003, the patient underwent a breast augmentation revision procedure with textured saline mcghan/allergan implants. On (B)(6) 2014, she underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses. On (B)(6) 2017, the patient had an ultrasound that showed suspected left implant rupture. The patient underwent a left breast capsulotomy with hematoma evacuation on (B)(6) 2017; device was found to be intact, and it was washed with betadine and reinserted into the patient. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. In addition to previously reported hematoma, the patient developed a seroma in her left breast. Surgical intervention on (B)(6) 2017 was to treat the hematoma and the seroma. Patient code 2069 for seroma has been added. Manufacturer¿s reference number: (B)(4).